Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call spi to motor pic communication error alarm. Customer's blood glucose level was 114 mg/dl. Troubleshooting for the alarm was performed. Customer advised they changed out their set and battery and the insulin pump prompts them to rewind. Customer received a battery out limit alarm followed by another spi to motor pic communication error alarm. Troubleshooting was unable to resolve the issue. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, self test and all currents tests. No alarms noted, and no battery out limit alarms noted during test. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.